Manufacturer narrative:
No information was provided. Product lot # was not provided, therefore device expire date is unknown. Product lot # was not provided, therefore device manufacture date is unknown. A photo was provided by the customer. The provided photo verified a solvent bond failure of the tubing/spike connection. Product lot number was not provided. Without sample, it is not possible to establish definitive root cause of defect. 3m implemented a new dehp free material to enhance the material properties on all 3m ranger(tm) fluid warming disposable products in 2013. Subsequent to this change 3m received a higher trend of complaints applicable to leaks within selected areas of the disposable tubing connections. 3m implemented a solvent improvement process in late 2015 to address this type of event. This improvement was to the solvent bond process to reduced leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting which are part of the high flow disposable set. The change was implemented to increase strength and to minimize leaks. A new process improvement was implemented in (B)(6) 2017 to further reduce incidence of solvent bond leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting which are part of the high flow disposable set. Further process improvement efforts are being conducted. Lot number of defective product is required to determine whether product was manufactured prior to corrective action implementation. Alleged defective product was discarded by the customer. 3m has requested the customer provide a sample unit from same lot for evaluation. A follow up report will be submitted upon receipt of product sample. End of report.

Event description:
A hospital employee alleged the spike attached to the pressure infusor for a 3m¿ ranger¿ high flow fluid warming set (model 24355) disengaged from the tubing during a bi-pulmonary transplantation. The ranger¿ warming set spike and tubing was used with a baxter¿ fluid disposable product. No harmful exposure to blood was specified. No injury was alleged.